Event description:
The hospital reported that during the end of an endoscopic vein harvesting procedure using the hemopro 2, the plastic tubing on the c-ring became detached. Nothing fell into the patient and no intervention was required. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).